Manufacturer narrative:
As of 02feb2026, edgewell personal care brands, llc is no longer the owner/operator of the site. It is now owned/operated by essity/aktiebolag.

Event description:
Consumer stated that she used a regular tampon on (B)(6) 2026. Consumer stated that it was in no longer than 2 hours with little activity beyond hanging around in the house. Consumer stated that she went to the bathroom to change it and as soon as she pulled the string, she could tell it was not connected to the tampon any longer. Consumer stated that she pulled one more time and the string came right off. Consumer stated that she attempted to pull the tampon out herself for an hour until she had to resort going to the emergency room at 10:30pm on (B)(6) 2026. Consumer stated that the doctor pulled the tampon out of her.